Event description:
User put on the abtronic device and turned it on. They immediately passed out, eyes rolled back, spitting observed and convulsions. When the device was turned off, user revived.

Event description:
Add'l info rec'd from MFR 4/24/02: thane international does not mfg the ab-tronic, nor do they sell this product within the us. Thane has international and canadian marketing and distribution rights only.